Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor's reader was extremely hot/too hot to touch. The patient had unplugged the remote monitor. No further troubleshooting. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.